Event description:
The manufacturer received information alleging the screen went blank on the device. The device was still sending air. There was no harm or injury reported. The device was replaced with another device. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. The device's lcd was proactively replaced on the device. After replacing the part on the device, a final and running tests, a battery and valve checks, and a cleaning of the device were performed. The device was found to be operating properly.